Event description:
This device was returned with (B) (4) documentation from biotronik representative (B) (4). Per (B) (4), this lead had poor numbers due to the patient's anatomy. This lead was replaced with a competitive lv lead.